Event description:
The lithotriptor unit was returned to circon with a statement that a physician was shocked while using the unit. Reportedly, when the physician depressed the foot pedal to control the unit, the physician received a shock from the metal on the surgical bed (bed was battery controlled). There was also electrical interference in the pt's EKG pattern.